Manufacturer narrative:
The initial reported event of shocks, lead fracture, patient suffering physical and other injury¿s, emotional distress, metal anguish, and other damages due to the right ventricular (rv) lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured in the medial portion of the lead. Concomitant medical products: 1056t lead, implanted: (B)(6) 2009 and 1688tc lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney for the patient that the patient suffered physical and other injury from their right ventricular (rv) lead. The patient experienced repeated shocks and fractures after the enhanced monitory system was in place and the monitoring failed. The patient 'has sustained and will continue to sustain severe physical injuries and/ or death, severe emotional distress, mental anguish, economic losses and other damages' and 'has suffered physical injuries and various physical manifestations of emotional distress. It was noted that the rv lead was explanted at the time of the patient¿s heart transplant. No further patient complications have been reported as a result of this event.